Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the clinical patient experienced subluxation of the left hip with immediate hip and thigh pain accompanied by a "clunk" approximately five years post-implantation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." Number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Remains implanted.

Event description:
It was reported a patient enrolled in a clinical study underwent an initial left hip arthroplasty on (B)(6) 2010. It was further reported on (B)(6) 2015 that patient experienced subluxation with immediate hip and thigh pain accompanied by a "clunk". An x-ray showed no dislocation and it was recommended the patient undergo physiotherapy and potential hydrotherapy.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.